Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The blood glucose reading at the time of the call was 324 mg/dl, which the customer treated for with a manual injection. The customer complained of feeling sick. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak nor occlusion was found. Unable to continue troubleshoot due to lack of tubing clamp. Advised one would be sent out to finish the high pressure test. She also noted that she had had low blood glucose in the morning because she had overbolused. She treated with a glucagon shot and stated that her blood glucose levels went up since then. The insulin pump passed all other functional testing during troubleshoot; advised the customer to change the infusion set, but she refused. Nothing further reported.